Event description:
It was reported that prior to the implant attempt, a white foreign material was visually observed on the helix. The lead was not implanted and another lead was used. The second lead also had a slight observation of the white foreign material on the helix. The material was wiped off. The lead was implanted and remains in use. No patient complications have been reported as a result of this event.